Event description:
Aviator plate bender pin cap came off causing the pin to disengage from the instrument. Pin was placed back in device and bending of the plate was carried out. The cap has not been located.

Manufacturer narrative:
Method: device history review and visual inspection.results: manufacturing files were reviewed and no incidents were found. Visual inspection noted one slide was confirmed to have an end cap that popped off and allowed the slide to come out. Conclusion: the root cause of this event is due to the missing end cap resulting in the missing pin, it is unknown how that cap became disassociated. This plate bender has been in the field for approximately 3 years and was reported to be used "often", it is possible this event could be a result of normal wear.

Event description:
Aviator plate bender pin cap came off causing the pin to disengage from the instrument. Pin was placed back in device and bending of the plate was carried out. The cap has not been located.